Event description:
It was reported that post a stenting treatment procedure, patient complications occurred. The taxus express2 stent was placed in an unspecified vessel. Over the past four years the patient has experienced "chest pain and shortness of breath, but not ischemia." The patient has also been "in and out of the hospital" since the stenting procedure. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)